Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, they positioned the device in the patient's esophagus however; they were unable to get the first band to deploy. They removed the device and the scope and there was no visible damage to the device. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was not properly cinched into the handle slot. However, there are damages seen on the handle slot indicating the trip wire was once placed within the handle slot. The trip wire was found wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread with two knots was intact and attached to the distal end of the trip wire. The ligator head had three of the seven bands returned partially deployed. In addition, there was damage to the teeth of the ligator head. Functionally, the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. An attempt was made to deploy the bands, but the thread broke due to the resistance and excessive force. Once the teeth become deformed, it is possible for the knot to be pulled from the ligator without deploying the band. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, they positioned the device in the patient's esophagus however; they were unable to get the first band to deploy. They removed the device and the scope and there was no visible damage to the device. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.